Event description:
A nurse was starting an IV on a pt when the IV infiltrated. When she removed the catheter, the safety mechanism did not engage, and the nurse had a needle stick in her index finger.